Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level ranging between 375-570mg/dl and ketones considered to be dangerous. Manual injections were administered to address the bg level. Ultimately, the customer went to the emergency room (ER) and was hospitalized due to their high bg and diabetic ketoacidosis. The cause of the hospitalization was due to a combination of the occlusion alarm, a cold, dehydration and vomiting. While in the hospital and the ER, the customer received treatment in the form of an insulin drip. The customer was released from the hospital the following day. As the occlusion alarm had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts educated the customer in possible causes of occlusions.